Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tube internally and the slot of the open alignment device were observed with foreign substance, and based on the device's usage, this substance could be dry cement. No other defects were observed. Therefore, the reported condition can be confirmed. According to the viper® cortical fix fenestrated screw system surgical technique (B)(4): step 2 assembly of the alignment guide. Check that the alignment device is clear of any cement prior to use. Page 22 residual cement removal. After use, the alignment devices must be visually inspected for any residual cement. If cement remains in the alignment device, insert the stylet through the alignment device and rotate to ensure any cement is removed. Insert the mini-stylet into the threaded tip of the alignment device. If cement remains in the device, repeat cleaning steps above or return it to depuy synthes spine. A dimensional inspection and functional test were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the open alignment device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, the potential cause is traced to maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for prime fen alignment device was conducted identifying that lot number gm4128502 was released in one batch. Batch1: lot qty of (B)(4) units were released on jun 12, 2014 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 h3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation of '279726401,open alignment device' revealed that some foreign substances is there on the proximal end of the device. The observed condition of the device may have been caused due to improper maintenance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the open alignment devic would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to improper maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for open alignment devic, was conducted identifying that lot number gm4128502 was released in one batch. Batch1: lot qty of (B)(4) units were released on jun 12, 2014, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 11, 2024 during loan kit inspection the loan kit technician identified that the instrument, which is composed of one part, has cement inside. This report involves one (1) expedium spine system alignment device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: a review of the receiving inspection (ri) for open alignment devic, was conducted identifying that lot number gm4128502 was released in one batch. Batch1: lot qty of (B)(4) units were released on jun 12, 2014, with no discrepancies. Supplier :(B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation of '279726401,open alignment device' revealed that some foreign substances is there on the proximal end of the device. The observed condition of the device may have been caused due to improper maintenance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the open alignment devic would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to improper maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.